Manufacturer narrative:
(B)(4)

Event description:
The customer complained of an erroneous high inr result for 1 patient tested on coaguchek xs meter with serial number (B)(4). The patient was initially tested at 10:37 a.m. And the result was 6.9 inr with a data flag. The patient was tested again on the same meter at 10:40 a.m. And the result was 4.2 inr. The patient was then tested on a different coaguchek xs meter using a different test strip lot at 10:42 a.m. And the result was 4.8 inr. This result was believed to be correct. The patient¿s coumadin dose was held for 2 days based on the result of 4.8 inr. The patient¿s therapeutic range is 2 ¿ 3 inr. No adverse event occurred. The patient did not require any medical treatment. The patient is in "fair" condition. The patient is not experiencing any bruising. The patient is not anemic and does not have antiphospholipid antibodies. The patient is not on heparin or other direct thrombin inhibitors. The patient has had some diet changes. The patient is drinking alcoholic beverages and is eating a smaller amount of greens. The patient has had no recent illness and is not taking any new medication. The meter and test strips were requested for investigation. Relevant retention test strips (lot 186865-12) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material was acceptable.

Manufacturer narrative:
The meter and 2 vials of test strips with lot 18686512 were returned for investigation. The returned meter and strips were tested in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor #1 inr: 2.1 inr. Donor #2 inr: 2.1 inr. Donor #1 hct: 44%. Donor #2 hct: 48%. Vial #1: donor #1: master lot: 2.1 inr. Donor #1: customer strip and customer meter: 2.1 inr. Donor #2: master lot: 2.1 inr. Donor #2: customer strip and customer meter: 2.2 inr. Vial #2: donor #1: master lot: 2.1 inr. Donor #1: customer strip and customer meter: 2.1 inr. Donor #2: master lot: 2.1 inr. Donor #2: customer strip and customer meter: 2.2 inr. The obtained results were in the allowed range. The patient samples were always identified as blood. No error messages occurred. The returned material and the retention material meet the specification. A specific root cause was not identified for this event. The investigation noted that the initial inr result of 6.9 marked with a data flag may indicate the hematocrit value was very low; this particular flag may also occur due to improper blood collection techniques.